Event description:
It was reported that the femoral head came out of the constrained liner. The pt was revised one week later.

Manufacturer narrative:
Eval summary: it is unk when the devices were implanted and thus their in -vivo time is unk. No devices were returned for review. X-rays were not rec'd so it is unk if the correct size neck option was chosen for the pt's anatomy. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.